Event description:
Additional information received from a company representative (rep) reported the pump (sn (B)(6)) had been explanted "numerous months ago" due to a possible infection and it had not been reported to the company representative until (B)(6) 2023 on the day the patient had a new pump implanted.

Manufacturer narrative:
Upon further review it had been determined the complaint device had been on pump sn (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via company representative (rep) indicated it was asked but unknown when the event/difficulty occurred. It was reported that the doctor explanted the spinal cord stimulator as well as the scs system used as an occipital nerve stimulator from this patient on the date of this report {refer to manufacturing report#3004209178-2023-05318 and 3004209178-2023-05319 regarding scs explant}. It was noted there was a return of pain. It was also reported the rep was only informed they were putting a new pump in this patient and the explant was done prior to their arrival, but the doctor stated she felt like neither device was helping so she wanted to have both of them explanted. The doctor also informed the rep that he believed she had an infection, which caused her to have her pump explanted numerous months ago. It was noted the doctor did not have any more information. The pump was discarded. The patient's weight and medical history were asked but unknown. The patient's status was "alive- no injury". The issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.